Event description:
It was reported that the patient was having poor pain relief from the pump since implant. The poor relief of the patient's original back pain was presumably due to inadequate intrathecal drug delivery. An x-ray suggested that the catheter was possibly kinked in two places, but no location was specified. The catheter access port couldn't be aspirated, so a revision or replacement was scheduled and completed. The device system was delivering infumorph. Twenty days later, it was reported that the catheter had been replaced and therapy was effective at the time of report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8590-1, lot# n316580, implanted: (B)(6) 2012, product type: accessory. (B)(4).